Event description:
It was reported to philips that system did not boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred, and the procedure got delayed for less than 20 minutes and completed by moving the patient to another room. The philips remote service engineer (rse) analysed the system remotely and confirm that the system didn't start. Upon troubleshooting rse found that the system was not able to start because one of the breakers that feeds to socomec ups was off. To resolve the issue, rse instructed the customer to reset the breaker and after that, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.